Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user exhibited suboptimal use behaviors, including not consistently spacing meal announcements by four hours, possible missed or delayed meal announcements despite patient reports to the contrary, and adding insulin to a partially used cartridge rather than replacing it as directed. Symptoms included intermittent low glucose readings with rare lows and one instance of announcing a meal while glucose was low. Outcomes included continued device use without medical intervention, hospitalization, or emergency care. Investigation included clinical support review of cgm metrics and user-reported behaviors along with coaching on meal announcement timing, carbohydrate thresholds, treating lows prior to meal announcement, avoiding mixing old and new insulin, and maintaining app connectivity. Investigation of this case revealed user technique and adherence issues that likely contributed to variability in glycemic control and to confusion regarding features such as a snack option. It was concluded that the device functioned as designed and that user education and follow-up with the healthcare provider would be necessary to optimize outcomes.